Event description:
It was reported that a patient presented approximately ten (10) days after a bilateral implant procedure with drainage, tenderness and redness along the lateral nasal wall coincident with the latera absorbable nasal implant on the left side. No problems were reported on the right side of the nose. The physician prescribed antibiotics for 14 days with minimal improvement and noted an active infection in the left side wall of the nose. The implant on the left side was surgically removed in two pieces using a pocket incision starting at the alar rim advancing to the alar crease. The incision was closed with a suture. It was reported at approximately two weeks after implant removal that the infection resolved with no further sequelae.